Event description:
During a procedure to declot a graft, the wire guide broke off in the pt. The wire pushed through the vessel and lodged in the subcutaneous tissue. Approximately two inches of wire guide coil was left in the pt.